Event description:
It was reported that after a lap low anterior resection, miner bleeding occurred and digestive juice leaked. The operation was performed that endo-gia (covidien) was fired on the rectum under lap. After that, the specimen was cut and the anvil was set on the colon under direct vision. Then, the device was used for dst anastomosis between the colon and the rectum under lap. Drainage procedure was conducted. The patient was relieved. It was unknown when the device was used. The doctor commented that bleeding had been occurred about one patient each year. However he has changed the anastomosis device to new ils ((B)(4)) since the (B)(6) 2015 and bleeding occurred four patients in half-year. So the doctor doubts relevance between the bleeding and the device. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information received: what is the current status of the patient? --- stable. Which purse string technique was used? --- no information. What is the users experience with the device? --- the doctor was familiar with the device. How was it confirmed that the anvil was secured to the trocar? --- no information. Were there any forces higher or lower than expected in closing the device? --- no information. Were there any forces higher or lower than expected in firing the device? --- no information. What confirmation was received that the device was fully fired? --- no information. Was more than one firing stroke needed to hear the crunch? --- no information. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? --- no information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) --- no information. Were there staples observed in the tissue? --- no information. Were any unformed or malformed staples observed? --- no information. If yes, where were they located? --- na. Were there any staples observed in the surgical field? --- no information. When was the bleeding recognized --- after the operation but it was unknown when the event occurred exactly. And what method was used to stop the bleeding? --- drainage how much blood was loss (ml)? --- no information. Did the patient require a blood transfusion? --- no. If yes, how many units were administered? --- na. Were there any removal issues experienced? --- no. How many counter-clockwise revolutions were used to open the device? --- no information. Event description reported: it was reported by the sales rep that after a lap low anterior resection, miner bleeding occurred and digestive juice leaked. The doctor had followed up and drainaged, but decided the reoperation for this leakage.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested: what is the current status of the patient? Which purse string technique was used? What is the users experience with the device? How was it confirmed that the anvil was secured to the trocar? Were there any forces higher or lower than expected in closing the device? Were there any forces higher or lower than expected in firing the device? What confirmation was received that the device was fully fired? Was more than one firing stroke needed to hear the crunch? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Were there staples observed in the tissue? Were any unformed or malformed staples observed? If yes, where were they located? Were there any staples observed in the surgical field? When was the bleeding recognized and what method was used to stop the bleeding? How much blood was loss (ml)? Did the patient require a blood transfusion? If yes, how many units were administered? Were there any removal issues experienced? How many counter-clockwise revolutions were used to open the device?